Manufacturer narrative:
No vibration during the self-test due to broken vibrator black wire. Insulin pump passed the displacement test. Insulin pump had cracked reservoir tube lip, minor scratched display window and stained address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump vibrate anomaly and they experienced high blood glucose of 500 mg/dl. Troubleshooting was performed for vibrate anomaly and did not resolved the issue. Customer states they are not having trouble hearing the beeps. Assisted customer in performing a self-test and had one little small beep, but pump did not vibrate either. Customer has skin issues and not sure she punctured the skin or not and the cannula had bent like a fishing hook. Customer declined troubleshoot for high blood glucose and also for the cannula bending. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis